Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report. See scanned page.

Event description:
A pt reported blood glucose results of 207 mg/dl, 1325 mg/dl and 130 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected vale of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt retested 45 minutes later and obtained a result of 103 mg/dl. Meter was replaced.